Manufacturer narrative:
The embolic material was not returned for analysis. Attempts were made to gather specific information, however, our attempts were unsuccessful. Based on the reported information, there is no allegation that a malfunction or deficiency of the embolic material occurred during the procedure. There is no evidence suggesting that the material was defective, but rather a procedure and patient condition related event. Neurological changes are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU).

Event description:
Citation: research on "pulling-injection technology" embolization for small arteriovenous malformations zhang hongbin1,2, jiang peng1, jiang yuhua1, li youxiang. Medtronic received report that postoperative 1 patient vomited for 2 days, 1 patient have transient headache with blurred vision. 1 case of facial paralysis, and 2 cases of limb numbness.